Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 1990. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a bilateral total hip arthroplasty in 1990. Subsequently, patient underwent a revision procedure on an unknown side on (B)(6) 2014 due to wear. A future revision procedure for the other hip has been scheduled due to wear; however, no revision procedure has been reported to date.